Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received two appropriate defibrillations in response to ventricular tachycardia (vt). The pt's ECG strips show asystole transitioning to vt at 13:43:16 on (B)(6) 2015. The lifevest appropriately treated for vt at 13:43:51. The post shock rhythm was asystole. The pt's ECG strips show asystole transitioning to vt again at 13:45:45. The lifevest appropriately treated for vt at 13:46:30. The post shock rhythm was asystole. The pt's ECG strips show asystole at 13:53:19 on (B)(6) 2015. The response buttons were pressed at 13:53:31, and the electrode belt was disconnected at 13:53:59. The pt was reportedly at home and unconscious at the time of the treatments. It was reported that the pt's wife and son were with the pt at the time of passing and ems unsuccessfully attempted to revive the pt.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the manufacturer. Device eval of the belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 10/2014 (initial use); electrode belt sn (B)(4) - 08/2014 (initial use).